Event description:
The patient was taking unspecified insulin unknown formulation via a pen injection device (humapen ergo.) Clear cartridge holder - cch, attached lota1415) for diabetes mellitus. The person operation the device was the patient- it is unknown if the operator of the device was trained. The plastic is broken/cracked in.